Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of a 26 mm sapien 3 ultra resilia valve implantation via transfemoral artery access. During the procedure, resistance was encountered while inserting the commander delivery system through the esheath+. As a consequence, the valve on the delivery system was withdrawn within the sheath as one unit. When the valve was removed, the frame was found to be damaged with a bent strut. Furthermore, after removal, the esheath showed a broken tip and liner strands (esheath liner damage). A second valve was subsequently crimped and implanted successfully. No patient injury occurred, and the patient remained in stable condition at the end of the procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded but torn 19cm in length from the distal end. Liner strand of 6.5cm in length starting at 7cm from the distal tip and measuring. Liner strand of 6.5cm in length starting at 7cm from the distal tip and measuring. Distal tip torn and split. All score lines present at the tip. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance was confirmed based on the evaluation of the returned devices. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated that the patient presented ''moderate'' calcification and ''moderate'' tortuosity at the access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches, if present, on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The complaints for liner torn and liner strand were confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as provided information indicated that the patient presented ''moderate'' calcification and ''moderate'' tortuosity at the access vessels. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). The complaint for distal tip torn was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (patient presented ''moderate'' calcification and ''moderate'' tortuosity at the access vessels) -may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. The complaint for distal tip split was confirmed based on the returned device evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''resistance was encountered while inserting the commander delivery system through the esheath+. As a consequence, the valve on the delivery system was withdrawn within the sheath as one unit. When the valve was removed, the frame was found to be damaged with a bent strut. Furthermore, after removal, the esheath showed a broken tip and liner strands. As per pre-decontamination evaluation, the sheath liner was torn and the sheath distal tip was torn and split''. Per information provided, patient presented ''moderate'' calcification and ''moderate'' tortuosity at the access vessels. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.